Event description:
It was reported that atrial lead impedance decreased from 270 ohms to less than 200 ohms in the unipolar configura- tion. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.